Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the coil embolization of an aci aneurysm, the last coil was being positioned. After several attempts, it was not possible to place the entire coil into the aneurysm. During retraction, the coil detached from the delivery pusher within the microcatheter. The microcatheter along with the coil were removed from the patient. There was no reported intervention or consequence. The patient was reported to be doing well